Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother of customer) reported a high reading issue with the freestyle libre 2 sensor. The caregiver reported a scan of 300 mg/dl, and a few hours later the customer experienced trembling, dizziness, blurred vision, and subsequent loss of consciousness. The caregiver treated the customer with sugar and took customer to hospital where a healthcare meter result of 47 mg/dl was obtained. The customer was treated with glucose infusion at hospital. There was no report of death or permanent injury associated with this event.